Event description:
It was reported that the patient experienced inadequate therapy with their scs system. In turn, the patient underwent surgical intervention wherein their ipg was explanted and replaced. Therapy was restored post-operatively.